Event description:
It was reported that the patient experienced an infusion set fell off event, during use, with insertion potentially occurring on (B)(6) 2026. The patient initially presented to the emergency room and was subsequently hospitalized, with admission to the intensive care unit (ICU) on (B)(6) 2026. The highest reported blood glucose level related to the event was over 1,000 mg/dl and was managed with intravenous (IV) fluids of saline and insulin administration. The patient had not yet been discharged from the hospital.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.